Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-83296.

Event description:
The customer called for assistance with the sensor. Advised the customer on proper calibration. The customer later called to report being hospitalized for diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. Nothing further was reported.